Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The physician was closing an abnormal artery by access through the inferior vena cava (ivc). The sheath was almost the same size as the ivc. It was noted there was a divot in the sheath. During procedure the ivc ruptured and the patient expired.

Manufacturer narrative:
(B)(4). Correction to initial was filed within the 30 day time frame regardless of corrected date. (Additional information provided/updated): investigation/evaluation: during the course of the investigation a review of the complaint history, quality control, documentation, instructions for use (IFU), manufacturing instructions, and a drawing of the product was conducted. No product was returned to assist in the investigation. It is reasonable to suggest that due to the presence of the dent in the sheath, the deployment of the device was not as smooth as expected and the healthcare provider applied higher force in order to finish the procedure; which probably lead to the ivc rupture. As a consequence the patient expired. Multiple attempts have been made to gather more information, but no response has been received. It is unclear whether the "divot" in the sheath was noticed prior to use or if it had occurred during the procedure. Additional devices used in the procedure other than the complaint device are not known, so it is unclear whether the sheath or a device used in conjunction with the sheath led to the inferior vena cava rupture. The event description states, "the sheath was almost the same size as the ivc." The sheath used for the procedure may have been an inappropriate size [in relation to the patient¿s vein diameter]. At this time, with the information available, we are unable to determine the root cause of the issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The physician was closing an abnormal artery by access through the inferior vena cava (ivc). The sheath was almost the same size as the ivc. It was noted there was a divot in the sheath. During procedure the ivc ruptured and the patient expired.